Event description:
Customer reported that he had low blood glucose of 40 mg/dl and stated hat he did lose conscious. Customer stated the insulin pump did delivered 15 units that he did not programmed. Customer stated that he was traveling and the insulin pump did go to though body scanner and conveyor belt. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing the rewind, basic occlusion, occlusion, and prime, excessive no delivery alarm and displacement test. Unit was programmed with multiple basal profiled and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Then several boluses were programmed and delivered. The insulin pump correctly calculated the additional bolus deliveries and was correctly reflected in the daily total screen. No unexpected bolus or basal anomaly noted.